Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the device intermittently will not turn on. Device allegedly displays an error e-1 message.